Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 20 mg for a total dose of 4.3733 mg/day via an implantable pump. It was reported that surgical observation on (B)(6) 2020 revealed the catheter had sluggish cerebrospinal fluid (csf) flow so a proximal catheter revision was performed by the doctor on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was other catheter had sluggish csf flow so a proximal catheter revision was performed. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.